Event description:
The client had a st. Jude spinal cord stimulator trial initiated in (B)(6) 2011. The trial was well tolerated and a permanent unit, model# 3851ans, was implanted in (B)(6) 2011. After implantation, the client began experiencing what she described as electrical surges caused her arm to propel or caused her neck to move forward uncontrollably, to the point of injury, specifically to her right shoulder. This product was recalled by the FDA on (B)(6) 2011. The product was implanted in the client on (B)(6) 2011. The client notified the MFR of the product mis-firing and MFR reps visited her home on 3 occasions to reprogram the unit between (B)(6) 2011 - (B)(6) 2012. The product was turned off in (B)(6) 2012 and eventually explanted on (B)(6) 2012. Dates of use: (B)(6) 2011 - (B)(6) 2012. Reason for use: cervicocranial syndrome 723.2.